Event description:
The user facility reported that the angio-seal device was faulty and required the patient to have vascular surgery to remove the device. The device was unable to be removed, the white delivery sheath from the femoral artery, this needed to be extracted from the femoral artery surgically. The surgeon identified that the footplate was out of the delivery sheath in the artery. Patient condition was harmed. Additional information was received on 21 nov 23: procedure for the patient was a percutaneous coronary intervention (pci). A 6 fr sheath used. No difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with insertion, deployment, or withdrawal of the device. Surgical, hemostasis, as per the initial report. Minimal blood loss, less than 250 cc. Patient was on the ward two days after surgery. No concomitant medical products used with the angio-seal. There was no disease or dissection present in the access site artery. The distal pulses were present.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear locked position. The anchor was deployed from the distal tip, and multiple kinks were identified on the sheath at and near the blood inlet hole. No other damage or issues were identified. The complaint was confirmed for potential device withdrawal difficulty. The exact root cause was unable to be determined. The likely cause was determined to have been mechanical damage sustained by the device due to off-axis loading resulting in inability to withdraw the device properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).